Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor cannula broke off during insertion. The patient's blood glucose at the time of incident was 200 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the cannula was retracted inside of the sensor base and broken cannula part was inside the cannula tubing. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned unable to confirm insertion needle complaint.